Event description:
Patient presented to the physician with a burning sensation surrounding the ipg at the chest incision and significant pain when moving certain ways. Physician brought the patient into the or, observed a suture was loose, and repositioned the ipg. Physician ensured device was secure and closed.